Manufacturer narrative:
Product event summary: the pscc100 pulseselect¿ pulsed field ablation loop catheter with lot 0012825368 was returned and analyzed. No anomalies were identified during visual inspection of the array, shaft, and handle segments. The printed circuit board assembly (pcba) chip was reprogrammed for functional testing. The catheter passed performance functional testing with the generator; therapy deliveries were completed with no system errors generated. No performance issues were identified. Deflection testing (rotating the steering knob clockwise and counter-clockwise) was performed and the distal catheter tip responded with approximately 170° rotation in both directions. No anomalies were observed. Despite attempts to soften the guidewire lumen with disinfectant to dilute potential dried blood, the slide control function remained stiff, limiting its full range of motion. Inspection (microscope/x-ray imaging) and testing were performed to verify the integrity of the catheter sub-components. During inspection of the shaft segment, a kinked electrode wire and entangled electrode wires were observed. In conclusion, the catheter did not pass the returned product inspection due to tangles electrode wires and a kinked electrode wire in the shaft. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cardiac ablation procedure the catheter handle slider became stuck in the opened position when attempted to be removed from the body. This issue made it difficult to return the catheter to the sheath. The case was completed. No patient complications have been reported as a result of this event.